Event description:
It was reported that the patient received unanticipated therapy delivery. The device was turned off as a precaution and the patient self-discharged against hospital advice.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.